Manufacturer narrative:
(B)(4). D10. P10-100-br4s-s, tibia arc rt sz 4 std 3dp strl, p10-310-i306-s, x-link vtmn e poly 3x6mm neu strl, unk screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial total ankle arthroplasty and subsequently required percutaneous screw fixation approximately 2 years and 8 months post-implantation due to pain, swelling, and a stress reaction. Approximately 2 years and 11 months post-implantation, the patient presented with ongoing pain and stiffness attributed to arthritis in the midfoot and lateral tarsometatarsal joints of the right ankle and received a fluoroscopic injection. Attempts have been made and no further information has been provided.